Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the control iq software did not adjust insulin delivery as intended. Tandem technical support reviewed pump data and confirmed the pump delivered based off the pump personal profile settings and not based off the control iq software settings. A pump reset was performed in an attempt to resolve the issue, however, the issue persisted. Customer's blood glucose was 350 mg/dl. Reportedly, the customer continued to use the pump for insulin therapy.